Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side ¿pain due to capsular contracture baker grade IV¿. Additionally, patient reported ¿massive breast implant illness associated findings¿, ¿migraine with aura 9-12 days/month¿, ¿chronic fatigue¿, ¿brain fog¿, ¿neck pain¿, ¿fibromyalgia¿, ¿pain and signs of failure in the muscular area¿, ¿massive joint pain¿, ¿swelling and numbness of the extremities¿, ¿cardiac arrhythmia¿, ¿increased resting heart rate¿, ¿herpes zoster¿, and ¿fungal diseases¿ all determined to be not device related. It is unknown if the device has been explanted.

Event description:
Patient reported left side ¿pain due to capsular contracture baker grade IV¿. Additionally, patient reported ¿massive breast implant illness associated findings¿, ¿migraine with aura 9-12 days/month¿, ¿chronic fatigue¿, ¿brain fog¿, ¿neck pain¿, ¿fibromyalgia¿, ¿pain and signs of failure in the muscular area¿, ¿massive joint pain¿, ¿swelling and numbness of the extremities¿, ¿cardiac arrhythmia¿, ¿increased resting heart rate¿, ¿herpes zoster¿, and ¿fungal diseases¿ all determined to be not device related. It is unknown if the device has been explanted.